Event description:
Boston scientific received information that the patient implanted with this right atrial lead presented due to receiving multiple shocks. Pacing in the atrium paced into a t-wave and induced ventricular fibrillation (vf). It was confirmed via x-ray that this lead had dislodged. The patient reported they had fallen a couple weeks earlier which may have caused the dislodgement. It was the pace into t-wave phenomenon was positional and would occur when the patient laid on their left side. An invasive procedure was performed to reposition the lead. The lead was reconnected to the can and a tug test was performed to ensure a secure connection . When the tug test was performed the lead came out of the header with the terminal pin still connected. The lead was then explanted and successfully replaced. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The explant and event dates provided do not make sens so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection demonstrated a deformation of the is-1 connector pin. Based on the characteristics of the damage, it is reasonable to assume that the pin was exposed to strong pulling forces during surgery. Furthermore there were found cuttings in the insulation which occurred most likely during surgery. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.